Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. There was no reported adverse impact to the customer's blood glucose level. Troubleshooting could not be performed as the issues occurred in the past. The customer continued to use the pump for insulin therapy.